Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported acute respiratory failure as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called at 10:52 pm with low flow alarms that abruptly happened with a reading of 0.3 liters per minute (lpm). The patient stated they had not had any alarms leading up to this event and flow never maintained greater than 0.6 lpm after. Their driveline was disconnected from the controller at 4:20 am due to persistent low flow state. The log file captured the start of low flow alarms at 22:50:17 on (B)(6) 2023. The flow dropped to 2.4 lpm and at 23:02:54 the flow dropped to 0 lpm and remained that way for the rest of the event history. A computed tomography angiography (cta) was performed and there appeared to be complete or near complete thrombosis of the outflow graft (ofg) that caused the flow rate to drop to 0. The patient was also hypotensive and required a norepinephrine (levophed) drip. Additional information stated that the patient underwent a pump exchange on (B)(6) 2023. The patient developed acute respiratory failure after the pump exchange and was intubated while being managed in the intensive care unit (ICU). The patient did not have any respiratory compromise/failure prior to the exchange. The patient remained inpatient as the condition improved and was later discharged.

Manufacturer narrative:
Related MFR number 2916596-2023-00647. Voluntary mw number mw5115726 was received 21mar2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.